Event description:
This is being reported as an adverse event because the complaint originated from an attorney. The pt was being treated for pelvic organ prolapse. The product was implanted during surgery on (B)(6) 2010. The only complaint via the attorney was that the pt suffered pain and severe and permanent bodily injuries. It is not known if the product has been explanted. It is not known when the event occurred. It is not known what the pt's current condition is. No information has been confirmed by a health care professional.